Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate. Patient reported placing their ipg in surgery mode prior to their rfa procedures. Troubleshooting was attempted by abbott representatives and the ipg was successfully recovered and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.